Event description:
It was reported to philips that the fluoro storage was not working. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the imaging processing computer (ippc) and the operating system hard disk (oshd) which resolved the issue. The device was returned to use in good working order. Philips has continued to investigate of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned congenital and structural heart- tavr treatment was completed on the same system as it was possible to take the images and only the storage of images was not being possible. Analysis of the log file indicated ¿post frontal ip-pc image disk 1 done/failed ¿confirming the malfunction with disk bay. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse confirmed that the image processing pc(ippc) operating system (os) drive bay was not powering on due to disk bay failure. Fse replaced the ippc and os hard disk drive and also downloaded board software successfully. Failure part analysis of the returned ippc confirmed that the hard disk drive bay was defective. After replacing the ippc and os hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.